Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation performed by the orthalign engineer was able to replicate the reported event. The returned registration probe was tested with the returned rs5 and was not able to acquire the "0" position. The returned registration probe was then tested with a known good rs5 and was able to acquire the "0" position. The returned rs5 was then tested with a known good registration probe and was able to acquire the "0" position. The mating combination of the returned registration probe and returned rs5 was the only failure. From inspection, both returned parts had no other identifiable defects. A root cause was not conclusively established, but it is suspected to be damage to the parts from being dropped or mishandled. A full evaluation summary is attached. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
Possible system accuracy issue: incorrect probe scale value. It was reported by a distributor that during operation of the device, the probe scale value showed one while at zero position. The phenomenon occurred with combination of the probe scale and the reference sensor. This was a non-clinical incident (phenomenon did not occur during a surgical procedure).

Manufacturer narrative:
At this time, the device in question has not been returned for evaluation. If the device is received, an investigation will be performed, and a followup report will be filed detailing the findings. With an abundance of caution this report is being filed with the understanding of the patient harm that could be caused by inaccurate measurement.